Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat iabs. (This follow-up MDR was mailed to the FDA on 1/15/98).

Event description:
During insertion in cardiology with the introducer, blood was noted in the inner lumen before connecting the balloon to the pump. The procedure was stopped and a second iab was used. (Event complications: none from the event- reported 10/30/97.) (Pt's current status: unk- rpt'd 10/30/97.)